Event description:
A malfunction on the pump was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears.